Event description:
Reported as a left side inflation-taking on fluid.

Manufacturer narrative:
The device associated with this report has not been explanted yet, so allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."